Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8575, lot# j0326471r, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, lot# l58361, implanted: (B)(6) 1999, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter (pli 20) found that there were no significant anomalies. The pump connector was found to be damaged at explant. Analysis of the catheter (pli 30) found that there were no significant anomalies. The catheter had acceptable testing, and it was incomplete and returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, the other relevant components include: product ID 8575, lot# j0326471r, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: catheter and product ID: 8709, lot# l58361, implanted: (B)(6) 1999, explanted: (B)(6) 2017, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient code (B)(4), device code (B)(4), code-result , and code-conclusion apply to both catheters.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving gablofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient¿s pump was explanted on (B)(6) 2017. The patient¿s pump and catheters were returned to the manufacturer for analysis on (B)(6) 2017. It was indicated the device was used with/in the patient for treatment. The patient was not in a clinical study. The indicated reason for catheter removal was ¿infection (organism).¿ no further complications were reported/anticipated.